Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer stated that system message (sm) - [mechanism software error] and sm - [footswitch not connected after fms is inserted and successfully calibrated, or cabled footswitch is disconnected while fms is inserted] were both present in the system event log. The customer also stated that there were no sm indicating power loss in the event log. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. The system was manufactured on june 16, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down in the middle of a surgical procedure. Additional information has been requested.